Event description:
While administering a normal saline bolus, pump started to alarm "air in line." Stopped, unloaded pump, and assessed. Tubing did not have any air in the line. Reloaded tubing into the sigma pump and attempted to restart the infusion. Pump then started to alarm "air in line" again. Rechecked tubing - no air was found. The "air in line" alarm was overridden and infusion was restarted. Less than 30 seconds later, the pump alarmed again, indicating "air limit exceeded." Attempted to troubleshoot pump and IV tubing - no air was found in the IV tubing. The sigma pump would not move past this alarm. Repeated this process using 3 other pumps 3 other pumps and had the same alarms continually popping up. When attempted to troubleshoot other three pumps, an alarm indicated that "sensor 2" needed to be cleaned with a wet swab and then be dried before attempting to reload the tubing. All attempts were made to troubleshoot the situation, to no avail. The ns bolus had to be administered manually by drawing up syringe after syringe of ns to total 406 ml.this facility has had multiple similar events with this device type over the last year. The manufacturer has been notified. To date, the cause of the problem has not been identified.